Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had repeated battery out limit alarms on the insulin pump. The customer also reported replacing the battery and battery caps several times, but the alarm persisted. The customer's blood glucose was 239 mg/dl at the time of incident. The customer also reported receiving a blank display without a warning prior. The customer was advised to clear the battery out limit alarm. The customer was disconnected from the call before troubleshooting could continue. The customer declined to return the insulin pump for analysis.